Event description:
The customer reported while using the adc freestyle librelink, he was not able to obtain readings due to ¿scanned has been damaged and can no longer scan with that mobile¿ therefore would not scan. As a result, the customer required third-party medical treatment however, no further information was provided as the call was disconnected. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported while using the adc freestyle librelink, he was not able to obtain readings due to ¿scanned has been damaged and can no longer scan with that mobile¿ therefore would not scan. As a result, the customer required third-party medical treatment however, no further information was provided as the call was disconnected. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An investigation was conducted for the reported complaint in which the user reported that the previous mobile phone used to scan a freestyle libre sensor using the freestyle librelink app had been damaged. The user asked how to use another mobile phone to scan the sensor. During troubleshooting, the user was advised to install the app on the second phone and log in to the app using the same email and password. If the same email and password are used to sign in, the user will be able to continue scanning the sensor and will receive glucose alarms on the second phone. There was no issue identified with the mobile application based on the provided information. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.